Manufacturer narrative:
We received one vamp adult system for examination. Dry blood was evident throughout the vamp system . The reported event was confirmed. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be out of specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the tubing broke during use on the arterial side at the level of the junction with the purge system. It could not be confirmed if the event was related to broken or detached tubing. No information was available if patient blood loss was observed or where the breakage was located. There was no clinical consequences.